Manufacturer narrative:
The pump was received with the reservoir tube lip completely broken off. The reservoir did not stay locked in place. The pump was received with a missing o-ring. The pump had a cracked case at the display window corners and belt clip slot, as well as broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was chipped and pieces were falling off. Customer's blood glucose was 300 mg/dl. Customer treated their blood glucose with a manual injection. Customer also reported the reservoir fell out of the insulin pump during the call. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.